Event description:
On (B)(6) 2012, the patient contacted animas to report that during a doctor's visit that same morning, it was noted that the basal delivery is not correct. The patient also reported that his blood glucose (bg) has been elevated at times over the past couple of weeks, up to 22mmol/l with blurred vision and increased urination. The patient stated that upon review of the basal history, it was noted that the basal delivery is not consistent from one day to the next, but he only has one basal program and has not modified or changed the pump settings. The patient stated that the basal delivery has been as follows: 72 units for (B)(6) 2012, 60.2 units for (B)(6) 2012, 70 units for (B)(6) 2012, and 57 units for (B)(6) 2012. The patient denied suspending the pump or running a temp basal program. The patient noted that his basal rate is supposed to be 3units/hour for 24 hours. The patient denied any power loss or damage to the pump. The patient stated that he changes his cartridge daily and has not had any issues with cartridge changes. Customer support reviewed the pump with the patient and found that the pump was suspended on (B)(6) 2012 from 4:45 to 4:54. A review of the basal history revealed that there was no basal delivery on (B)(6) 2012 from 10:52pm to 1:28am and on (B)(6) 2012 from 6:43am to 8:40am. The patient stated that he did not receive any notification from the pump that the basal delivery had stopped during these times. There were no suspends, alarms, or basal rate edits seen in the pump histories during these times. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy, and because, the pump's basal delivery was alleged to be inaccurate without reason.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.